Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into any follow-up measures. The event was reported with 2 months delay to dräger and, it was not possible to obtain further information. This does not allow a case-specific evaluation. In fact, the description of event can be interpreted in many different ways - it would be plausible that the device was put into operation without mains supply and stopped operation after 10 minutes due to a depleted internal battery. This would not incorporate a device malfunction but a use error. The device may also have stopped ventilating due to lack of maintenance when e.g. The dust filter at the air inlet through which the device takes in ambient air for cooling has not been replaced in regular intervals; clogging of the filter with dust leads to internal overheating and to switch-off of the power supply. Multiple other scenarios would be imaginable as well and, a differentiation is not possible due to lack of information. From the description of event is also not clear if the user performed a pre-use check with the device or not. The age of the device is unknown since no s/n information was transmitted, the status of repairs and preventive maintenance is also unclear since the device is not under a service contract. It is recommended to have the device checked by trained service personnel and repaired if necessary. H3 other text : device not available for evaluation.

Event description:
The following was reported tho dräger. "The ventilator was turned on and connected to the patient (at 3pm). At 3:10pm, the ventilator stopped air supply." As per report, the device was replaced in a controlled maneuver, no patient consequences have occurred.